Manufacturer narrative:
H1 - type of reportable event: updated from malfunction to serious injury. The suspected device was not received for evaluation. The device history file was reviewed. There were no nonconformities were identified that may have contributed to the reported complaint. The complaint cannot be replicated or confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.

Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a 60-year-old male patient had a tracheostomy tube replaced on march 6th. On march 14th, the 9th day after the tube placement, an air leak from the cuff was observed. During the day, air had to be added 3-4 times, and air leakage was obvious. The on-duty doctor was informed, and a new tracheostomy tube was replaced. Continued observation is ongoing. This incident caused the patient to have a lung infection and insufficient ventilation.